Event description:
It was reported that following a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 3,000 ohms, this right atrial (ra) lead exhibited noise with oversensing and muscle/pocket stimulation. Subsequently, the device was reprogrammed, after which the patient reports feeling much better. The clinic will continue to monitor the patient. This ra lead remains in service at this time. No additional adverse patient effects. Additional information received from a field representative indicated there have been multiple similar allegations on systems implanted by the same physician. The implanting technique uses 2 sheaths at the same time, resulting in leads that graze each other.

Manufacturer narrative:
This supplemental report is being submitted to update the information in the field h.device manufacturers only sections 6. Adverse event problem.

Event description:
It was reported that following a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 3,000 ohms, this right atrial (ra) lead exhibited noise with oversensing and muscle/pocket stimulation. Subsequently, the device was reprogrammed, after which the patient reports feeling much better. The clinic will continue to monitor the patient. This ra lead remains in service at this time. No additional adverse patient effects. Additional information received from a field representative indicated there have been multiple similar allegations on systems implanted by the same physician. The implanting technique uses 2 sheaths at the same time, resulting in leads that graze each other. Additional information was received that this patient had been experiencing stimulation located in the area of the device. The patient was brought into the clinic and noise was reproduced during isometrics. A technical services consultant extensively discussed the potential explanations for the clinical observations and recommended troubleshooting. The sales representative confirmed that the clinical observations were resolved with the reprogramming that was previously performed. It was noted that this physician this physician implanted the patient's leads in an off label manner. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 3,000 ohms, this right atrial (ra) lead exhibited noise with oversensing and muscle/pocket stimulation. Subsequently, the device was reprogrammed, after which the patient reports feeling much better. The clinic will continue to monitor the patient. This ra lead remains in service at this time. No additional adverse patient effects. Additional information received from a field representative indicated there have been multiple similar allegations on systems implanted by the same physician. The implanting technique uses 2 sheaths at the same time, resulting in leads that graze each other. Additional information was received that this patient had been experiencing stimulation located in the area of the device. The patient was brought into the clinic and noise was reproduced during isometrics. A technical services consultant extensively discussed the potential explanations for the clinical observations and recommended troubleshooting. The sales representative confirmed that the clinical observations were resolved with the reprogramming that was previously performed. It was noted that this physician this physician implanted the patient's leads in an off label manner. No adverse patient effects were reported.